Manufacturer narrative:
Concomitant medical products: product ID 3889 lot# serial# unknown implanted: explanted: product type: lead. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence it was reported that the patient was at the hospital and is in a lot of pain. Patient also reported that they had the device removed as it had become infected, very swollen and causing a lot of pain. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had the device removed due to pain and that there was no infection found. No further complications were noted or anticipated.